Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, no cassette alarm was noted. Subsequently, the pump was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "no disposable" messages. To further investigate, a functional check test was performed. Customer problem was not duplicated. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. No further actions taken.